Manufacturer narrative:
On (B)(6)2020, mentor received additional information regarding the condition of the suspected medical device. The device was found to be intact upon explantation. The relevant field has been updated. Updated reason for device explant and/or reoperation: suspected deflation, breast pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/caucasian female patient underwent a primary breast augmentation with a 290cc mentor smooth round high profile prosthesis and experienced postoperative right-sided deflation and breast pain. The patient felt a light sting from the inside and slight discomfort on her right breast. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6)2020.